Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(4) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they had surgery on the stimulator 5-6 times. Pt mentioned the initial stimulator not covering the pain like it should have so they "pulled the whole thing down and adjusted the whole cords down". Pt stated they are not good with dates/timeline.